Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their front teeth are touching their lower front teeth and their back teeth are no longer touching at all. They also reported that they had put whitener in the aligner for the night and noticed the next morning that their right front tooth chipped on the bottom. Provided information on the bite feeling off, requested additional information regarding the tooth and advised to use best fitting aligner.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.